Event description:
It was reported by the patient that when the patient activator's "heart button" is pressed, the activator will not light up. The patient reported that the batteries have never been replaced. New batteries will be tried. Additional information received indicated that when the batteries were replaced the activator is working. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.